Event description:
It was reported that during preparation for a ptca procedure, a stent dislodgement occurred. The stent of the liberte' monorail stent delivery system dislodged from the catheter during removal of the stylet wire and balloon protector. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "fine".

Manufacturer narrative:
.